Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery available for evaluation. A review of the available imagery revealed the delivery system's flex tip was not retracted to the triple markers prior to transcatheter heart valve (thv) deployment. There was non-uniform balloon inflation during thv deployment. There was anchoring of the proximal part of the previous loose thv to another thv using the delivery system, stiff wire and pigtail catheter. The final result was a thv in thv. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve embolizing into the ventricle that resulted in a need for a second valve to be implanted was confirmed based on the provided imagery. A complaint history review did not identify any manufacturing non-conformances that could have potentially contributed to the event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, the excessive maneuvers and bending could have possibly contributed to the delayed and non-uniform balloon inflation which subsequently resulted in the valve being dislodged into the left ventricle. A decision was made to implant a second 29 mm sapien 3 valve which was deployed anchoring the proximal part of the previous valve. In this case, the pusher or flex catheter was not pulled back during valve deployment. This could lead to the inflation balloon to push or move toward the ventricular during the balloon inflation, resulting in the valve embolizing into ventricle. As such, the available information suggests that procedural factors (flex tip not retracted prior to deployment) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from our edwards lifesciences affiliate in poland and through review of the journal article "mitral valve-in-valve rescue: managing dislodged first prosthesis with transcatheter second valve implantation", there was a 68-year-old male patient that had undergone a mitral valve replacement procedure with a non-edwards valve. Approximately 8 years post mitral valve replacement procedure with a non-edwards valve, the patient underwent a valve in valve procedure with a 29 mm sapien 3 valve due to severe regurgitation caused by a perforated mitral prosthetic leaflet. During the valve in valve procedure, it was extremely difficult to navigate within the enlarged left atrium even though it appeared there was an optimal postero-inferior interatrial septum puncture. Eventually, the delivery system with valve was able to reach the targeted position after several unusual and harsh bending of the delivery system. Subsequently, during valve deployment, it was noted that there was a delayed and non-uniform balloon inflation which resulted in the 29 mm sapien 3 valve being dislodged into the left ventricle. A decision was made to implant a second 29 mm sapien 3 valve. The second valve was deployed, and it was anchoring the proximal part of the previous valve. A post-operative echocardiogram was performed, and it confirmed there was a complete expansion of the valve. The mean gradient was noted to be 4 mmhg and the effective orifice was 1.8 cm2.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04541 for details of the other event. The investigation is ongoing. Reference for journal article: kralisz p, frank m, stankiewicz a, struniawski k, dobrzycki s, hirnle t. Mitral valve-in-valve rescue: managing dislodged first prosthesis with transcatheter second valve implantation. Pol arch intern med. 2024 apr 11:16726. Doi: 10.20452/pamw.16726.